Event description:
The patient reported the v-go fell off after about eleven hours. Patient wore the v-go on the abdomen and patient said she was sweating, then took a shower and that's when it came loose and fell off.